Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that no clips were able to be applied properly to the artery. The clips that fell off of the artery were retrieved from the patient when the procedure was converted to open. It was converted from endoscopic to open because the abdominal cavity was full of blood and it was impossible to stop the bleeding. There was about 450 cc of blood loss. The surgical time was extended by two hours.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the incident occurred in (B)(6) 2016. A colorectal procedure was being performed. The clips were being applied to the mesenteric inferior artery. The surgeon put the four clip in the artery, then they drop off during surgery. The clips did not form correctly. There was blood loss of more than 500 cc¿s and the blood loss resulted in a blood transfusion. The surgical time was extended by more than thirty minutes due to the issue. Due to the time extension, the length of the hospital stay was extended as well. The patient was hospitalized for several weeks and is now ok.

Manufacturer narrative:
(B)(4). Device will not be returned because it was discarded by the hospital. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: there was a situation with the device that resulted in a change of an endoscopic procedure to an open procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation of four devices sealed. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The instruments were received sealed with the full complement of twenty clips each. No visual abnormalities were observed with the instruments. The instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formations were achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. No enhancements or improvements were generated for the reported condition. The file will be closed as fired satisfactorily as the devices were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.